Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper line resistance and break. It was reported that this was a mitraclip procedure to treat grade 3 mixed mitral regurgitation (mr). The clip was placed on the mitral valve leaflets without issue. During gripper line removal, after approximately 10 cm was removed, resistance was felt and the gripper line broke. The complete line was able to be removed. No portion of the gripper line remained in the patient. The clip was deployed, reducing mr to 1-2. There was no reported adverse patient effect or a clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported incidents reported for difficulty in removing the gripper line and for break (gripper line break during removal) from this lot. All available information was investigated, and a definite cause for the reported difficulty in removing the gripper line could not be determined. The reported gripper line break appears to be a result of the difficulty in removing the gripper line as the line broke during removal, therefore, related to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.